Manufacturer narrative:
A total of 99 samples were positive for target 1 only with CT values ranging from 33.8 - 37.9 and 9 samples were positive for both target 1 and 2 with mean target 1 CT value of 35.4 and mean target 2 CT value of 37.5. These CT values are indicative of samples near or below the limit of detection (lod) of the assay. A review of the alleged sample growth curves did not reveal any anomalies. The roche controls contained in the alleged runs were comparable to qc release data. Through the course of the investigation, which included a review of qc kit release data and manufacturing records, no product problem was identified. As per the instructions for use, detection of sars-cov-2 rna may be affected by sample collection methods, patient factors (e.g., presence of symptoms), and/or stage of infection. (B)(4).

Manufacturer narrative:
The investigation has commenced. A supplemental report will be submitted at the conclusion of the investigation. (B)(4).

Event description:
Hold for gary 1.25. In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. On 10-sep-2020, roche was made aware that 108 patient samples were generating positive results for target 1 (sars-cov-2) or target 1 and target 2 (sarbecovirus) with the cobas 6800/8800 sars-cov-2 test, lot g16463. Upon repeat testing with a new lot (g18524), results were negative. All results were released with the original result. There is no allegation of harm or injury. The customer also reported the generation of invalid negative control (nc) replicates when using lot g16463. Five nc invalids display unexpected reactivity in both target 1 and target 2. The remaining 8 nc invalids were either target 1 or target 2 positive. Instruments are cleaned weekly during periodic maintenance using water and ethanol as listed in the user assistance. If decontamination is needed then appropriate solutions of bleach, water, and ethanol are used.